Manufacturer narrative:
Additional info: through follow-up, it was learned there was no patient injury. No further information was available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. If explanted; give date: not applicable. The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in the right eye with a defect. It came out with an abrasion on the outer edge. The lens remains implanted. There was no medical/surgical intervention required. No additional information was provided to johnson & johnson surgical vision.